Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
The control panel is not tightly connected to the mainframe causing steering and portability to be difficult. The investigation is in process.